Event description:
Rep reported that a patient had a shunt revision as a result of various pressure changes that led to the last pressure change with no flow. The patient was reported to have a bad abdominal infection. It was also reported that the clinician tapped the shunt 3 times and put in 5cc of saline with a syringe. The four pressure changes flowed, however the last attempt failed, which ultimately led to the revision of the device. Device is available for investigation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected: a clear liquid was noted inside the valve, as well as needle holes in the needle chamber, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested and it only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-3162, with lot crkbyp, conformed to the specifications when released to stock on the 12th september 2014. Review of the sterilization certificate conformed to the specification when released on the 8th september 2014. No root cause could be determined as the product functioned as expected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.